Event description:
Device 5 of 5: reference MFR report#1627487-2018-04091; reference MFR report#3006705815-2018-00888; reference MFR report#3006705815-2018-00889; reference MFR report#1627487-2018-04095. Additional information identified that cultures were negative and infection resolved.

Manufacturer narrative:
N the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 5 of 5. Reference MFR report#1627487-2018-04096. Reference MFR report#3006705815-2018-00888. Reference MFR report#3006705815-2018-00889. Reference MFR report#1627487-2018-04095. It was reported that the patient experienced infection at the scs ipg and the lead sites (diagnosed on (B)(6) 2018) as a result, the scs system was explanted. The patient is currently on bactrim. In addition, the patient was instructed to follow up with infectious disease. Cultures were taken but the results are unknown.